Event description:
Medwatch report described during left l4-5 microdiskectomy, an intra-operative complication, skin burn at the incision occurred that required debridement and repair. At the end of the procedure, the wound was dry and the surgeon began removal of the retractors and hemostasis of the muscle edges using monopolar coagulation. At this point, the surgeon noted that the bipolar had caused some burn damage to the skin on the inferior aspect. The burned tissue that was thought to be necrotic was incised. The wound was then closed with two #0 vicryl sutures followed by three #) vicryl sutures followed by staples. The wound was closed in layers and was dressed.

Manufacturer narrative:
Upon completion of the investigaiton a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4): device not returned.